Event description:
The reporter stated that he did back to back blood glucose tests, within minutes, with results of 361 and 129 mg/dl. He used test strips from different vials, but same lot number. He did not have any symptoms. Control tests were done using strips from both vials, with results in range, 119 and 139 (96-144). On follow up, the reporter stated he may have soap or lotion on his hands for first reading which may have been a contributing factor. The lifescan representative reviewed testing techniques and proper meter procedures with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8